Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 9 years, 2 months due to a degenerative bioprosthetic aortic valve, with calcifications, reduced motion and severe stenosis. The patient presented with worsening daily fatigue, in heart failure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 9 years, 2 months due to a degenerative bioprosthetic aortic valve, with calcifications, reduced motion and severe stenosis. The patient presented with worsening daily fatigue, in heart failure.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 9 years, 2 months due to a degenerative bioprosthetic aortic valve, with heavy calcifications, reduced motion and severe stenosis. The patient presented with worsening daily fatigue, in heart failure. The tavr was performed with a 26 mm non-edwards valve without issues. The patient recovered well without complications.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was due to patient related factors. The event was impacted by the progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.